Event description:
Reported as problem with pump reservoir depleted prior to refill date, and no low reservoir alarm sounding. Pt experienced return of spasticity severe enough to require hospitalization.

Manufacturer narrative:
12/17/1997:g1-manufacturing site information corrected and provided.